Event description:
Physician was treating a ica aneurysm by embolizing with penumbra 400 coils delivered though px slim microcatheter. First coil was delivered with resistance so microcatheter was inspected and a kick was identified. The microcatheter was replaced and subsequent coils were delivered. No complications to the patient occurred.

Manufacturer narrative:
Results: the catheter has kinks in the distal shaft. There are multiple kinks from the distal tip going proximal for approximately 1-3 cm. Conclusion: the complaint has been evaluated. The complaint states that resistance was felt during the delivery of the first coil. The catheter was inspected and a kink was noticed. After evaluating the catheter there were noticeable kinks along 3 cm from the distal tip going proximal down the shaft. The tip of the catheter is very flexible and damage may occur if it is mishandled during removal from the packaging or placement in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.